Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro silicone boot on the cold jaw was noticed to be melted upon opening the package. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the cold jaw boot silicone was peeling along the sides and top. There was no evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot melted" was confirmed as a jaw boot peel issue. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).